Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024 the patient experienced stomach pain and vomits. There was no bg taken and the patient called an ambulance and was taken to the hospital and treated there with intravenous (IV) fluids and insulin. At the hospital, the cgm reading was 98 mgdl and the bg reading was 375 mgdl. The patient stayed at the hospital from friday (B)(6) 2024 saturday afternoon. At the time of the report the patient was feeling fine and well. No other details were documented. No data was provided for evaluation. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.